Manufacturer narrative:
The sureform stapler 60 blue reload has not been returned to intuitive for failure analysis. Stapler logs showed the sureform 60 stapler involved with the event was installed on the system 1 time and fired 1 blue reload. On the only install, the first 5 clamps were incomplete. The 6th clamp was successful but was followed by a firing failure. There were no stapler related errors in the logs. Additional patient demographic information: body mass index (bmi) 23.49 kg/m2 with a height of 168 cm.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon fired the sureform stapler 60 with a sureform 60 blue reload and the stapler only fired halfway. An error message appeared stating, "tissue too thick to continue. Tap blue pedal to unclamp and consider changing reload color." No error was given prior to firing stapler. The bowel tissue was firm and had been exposed to chemotherapy. There was no tissue tension or bunching. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws nor did they fire over an existing staple line. No buttress material was used. Staples fell into patient but were retrieved with robotic instruments and suction/irrigation. The was no bleeding observed on the staple line due to the stapler issue. A new stapler and load were opened. The surgeon readjusted bite and clamped again with no error. There were no issues with the new stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument associated with this event was received and failure analysis found the instrument to have one firing failure based on log review, which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house green reloads. The instrument fired successfully, and the resultant staple-lines were visually inspected. The cut-lines appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The reload was not returned for failure analysis.

Event description:
Refer to h11 for follow-up information.